Event description:
The facility reported "detachment of a micro piece of plastic from the clamp, as a result, the miniset is no longer watertight." This is noted with the transfer set during use with no patient injury or medical intervention required according to the complaint coordinator.